Manufacturer narrative:
The unit was returned for failure to alarm rotor error. The issue was verified. A formal corrective and preventative action investigation has been opened to address this issue. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit wont alarm rotor error. There was no patient involved.